Event description:
Medtronic lifepak 12 failed to give shock after being charged. The device required a dump of the charge and recharge of defibrillator to administer therapy to patient. Proper protocols followed with morning test and reboot. The patient is okay. The device worked after dumping the charge.